Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) contacted boston scientific technical services (ts) and inquired why left ventricular (lv) pacing impedance measurements were no longer included in remote transmissions for this patient. Ts reviewed the remote transmission data for the patient and noted that lv daily impedance had been programmed off. Additionally, further review noted that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient was seen in clinic and no subsequent out of range pacing impedance measurements were observed. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the crt-d was explanted and returned approximately two years later. Available information indicates that the lv lead remains implanted and in service.